Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. No excessive no delivery alarm noted. No cosmetic damage noted. (B)(4).

Event description:
The customer's father reported via phone call of issues with the customer's insulin pump. The father states the customer had excessive no delivery alarms. The customer's blood glucose level was 184mg/dl. The customer's levels had been as high as 400mg/dl. The customer was requesting the pump be replaced. The customer was advised the pump would be replaced and returned for analysis.